Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 530 mg/dl. The customer declined troubleshooting for high blood glucose. The customer also reported that the plunger was very tight. The insulin pump will not be returned for analysis and the reservoir will be returned for analysis.